Manufacturer narrative:
Product analysis: visual examination did not reveal any obvious signs of damage. Functional inspection with a sample syringe confirmed the ibt was able to inflate and deflate without issues. No signs of leaks in the balloon. The ibt appears to function as intended. No fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty due to lumbar vertebral fracture. The patient also had high bone density. Intra-op, balloon ruptured at 350 psi pressure. No fragment of the ruptured balloon remained inside the patient. There was no delay in overall procedure time due to this event and no patient complications were reported. It was believed that the rupture occurred due to a bone splinter.